Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an unspecified product performance issue. Additional information was received confirming this lead was causing an uncomfortable feeling to the patient, the physician was not able to understand how was this lead producing this discomfort, but it was decided to explant this lead due to patient's well being. No product issue was related with this explant. Lead 0272/(B)(4) was then tried to be implant as replacement, but due to a patient's anatomy issue, a non-bsc lead was used. This product was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: -b1 (adverse event/product problem): corrected to adverse event product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was unable to confirm the surgery and discomfort allegations, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular lead was surgically explanted due to an unspecified product performance issue. Additional information was received confirming this lead was causing an uncomfortable feeling to the patient, the physician was not able to understand how was this lead producing this discomfort, but it was decided to explant this lead due to patient's well being. No product issue was related with this explant. No additional adverse patient effects were reported.